Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that anchor breakage. The procedure was completed with another anchor. The device was received and evaluated. Upon visual inspection, the device was received in its plastic trial; also, the sliding cover and suture card were in place. There were not anomalies in the needles and the suture. The anchor was found to be detached from the inserter; therefore, this complaint can be confirmed. Under magnification, it was identified that the anchor had marks of wear near the proximal part. The photo provided by the customer showed the same condition found during the physical analysis. A manufacturing record evaluation was performed for the finished device lot number: 6l92227, and no non-conformances related to the reported complaint condition were identified. No additional information was provided that would have contributed to this failure. The possible root cause can be attributed when excessive force is applying while deploying the anchor beyond its intended use causing it to damage and pullet out from the inserter. However, it cannot be conclusively affirmed. As per IFU- 109285, using excessive force or twist to the inserter, doing may damage the anchor, the suture, or the inserter tip. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) incomplete. The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2020, it was observed that the anchor device broke. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.